Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was discolored and faded. Additionally, insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. A new cartridge was loaded to resolve the issues. There was no adverse impact to the customer¿s blood glucose value.